Event description:
It was reported that the device will not turn on, so replaced the battery with a new charged one. If plugged in and unplugged at the power button a red error keeps flashes above the power button even if the battery was removed. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device will not turn on, so replaced the battery with a new charged one. If plugged in and unplugged at the power button a red error keeps flashes above the power button even if the battery was removed. There was no patient involvement.

Manufacturer narrative:
Additional information: device available for eval? Returned to manufacturer on, device return to manuf? Device eval by manufacturer? Reason code for no evaluation, imdrf annex a,g,b,c,d grids, remedial action required, remedial action #. Omit: if other specify, a070803 - failure to power up (1476), g07001 - part/component/sub-assembly term not applicable, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available.